Event description:
It was reported that the patient experienced communication issues and was only able to get two coupling bars. While trying to couple, the implantable neurostimulator (ins) seemed to be superficial and not tilted. X-rays of the patient's right buttock showed that the ins was flipped. The ins was manually flipped back and the patient had 'recovered fine." If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).